Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and reported the issue could not be duplicated. The pse confirmed check vent: proximal pressure sensor range error (110d) in the event log. The pse completed functional tests but no abnormality was confirmed in the unit. The pse reported the "proximal pressure sensor range error" (110d) occurs when the inside of a proximal line becomes negative pressure and determined that the phenomenon was generated by external factor(s). The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Fse was able to confirm the customer's complaint via the diagnostic log. This investigation is ongoing.

Manufacturer narrative:
(B)(6).